Manufacturer narrative:
Pump received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime compromised force sensor system and excessive no delivery test due to buttons not responding. (B)(4).

Event description:
The customer reported via phone call that they received button error alarm. Customer¿s blood glucose level was unknown. Customer reported that the button was working after clearing the button error alarm. Customer confirmed that the time clock was advancing. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.